Event description:
It was reported to philips that the customer ordered a power pca and needed to exchange it for another power pca because it was defective. There was no reported patient involvement/adverse patient impact.